Event description:
Manufacturer was informed of the following event through device tracking department. Based on the information on the patient registration form, a perceval plus valve pvf-m was implanted and explanted intra-operatively on (B)(6) 2024 due to mis-sizing. Based on the further information received, a perceval plus valve pvf-s was ultimately implanted in the patient. No allegation of a device malfunction nor serious injury has been received from the site regarding this event.

Event description:
Manufacturer was informed of the following event through device tracking department. Based on the information on the patient registration form, a perceval plus valve pvf-m was implanted and explanted intra-operatively on (B)(6) 2024 due to mis-sizing. Reportedly, a perceval plus valve pvf-s was ultimately implanted in the patient. No allegation of a device malfunction nor serious injury has been received from the site regarding this event. Based on the further information received, time added to the procedure, patient remained stable through the surgery and patient was recovered in the normal fashion.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the medical judgment received, the cause of the reported event was related to mis-sizing. Furthermore, from the document review performed, no manufacturing deficiencies were noted. As such, the event was attributed to use error (mis-sizing).